Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed two inappropriate false pause episodes that was a result of ventricular undersensing due to small r waves. No patient symptoms or intervention was reported.

Event description:
New information received noted the patient was in stable condition. No intervention was performed; the physician elected to continue monitoring the patient.